Event description:
Upon completing follow up reporting, it was discovered that subject (B)(6) expired on (B)(6) 2019, within 30 days of her enrollment date (B)(6) 2019. The death was reported by a friend/family member during a follow up phone call to schedule an appointment. The date of death was confirmed on legacy.com.